Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as citrobacter braakii when using phoenix panel nid (catalog number 448007) batch number 3010433. The customer did not return panels or isolates by the time of investigation but provided phoenix generated lab reports for the investigation. The lab reports show a patient sample identified as c. Braakii and p. Mirabilis. To investigate, three retention panels from complaint batch 3010433 were tested using qc isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using qc isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. All five panels identified as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed five additional complaints on complaint batch 3010433, related to this defect but not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Event description:
It was reported that during use with the bd phoenix¿ nid, proteus mirabilis was misidentified as citrobacter braakii. There was no report of patient impact. The following information was provided by the initial reporter: the strain has been misidentified as a citrobacter braakii when in fact in was a proteus mirabilis (confirmed by phoenix and mass cytometry).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ nid, proteus mirabilis was misidentified as citrobacter braakii. There was no report of patient impact. The following information was provided by the initial reporter: the strain has been misidentified as a citrobacter braakii when in fact in was a proteus mirabilis (confirmed by phoenix and mass cytometry).